Manufacturer narrative:
(B)(4). The analysis results showed that the xr30v reload arrived in good visual condition and partially loaded with only 5 staples present and all protruding. No functional test could be performed due to the conditions of the reload. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to a vats lung lobectomy procedure, a reload was assembled with tx by a scrub nurse during the surgery. It was the first firing with the tx. The surgeon was handed over the tx with xr30v and he found first row of its reload is popped up. So, he didn't use it and the scrub nurse changed its reload to another one. He finished with another xr30v with same tx. It was found before using on patient, so patient is ok. Procedure was prolonged by one minute.